Event description:
It was reported that the device is missing led segment on the numeric display. There was no patient involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.